Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a calcified lesion in the tortuous ostial rca. The device could not cross the lesion due to calcification.

Manufacturer narrative:
Combination product: yes the returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, the angiographic material provided was reviewed. The technical investigation revealed that the stent is not deformed or damaged. The balloon is well folded and shows no signs of inflation, but contrast medium residue was observed in the inflation lumen which indicates application of negative pressure. The angiographic material shows the treatment of the target lesion in the ostial rca. The actual complaint event is not visible. The angiographic material does therefore not contain any further relevant information regarding the nature of the complaint. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.